Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leak inside the lh 500 hematology analyzer. The customer reported that the volume of the leak was about 10 ml and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed that the secondary mode probe was bent, causing a leak at the probe wash. The fse straightened the probe and the issue was resolved. Repair was verified per established procedures and results met published specifications.